Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw1405 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a PICC placement, the valve of one of the lumens does not work allowing the leaking of the blood when the cap is removed. The catheter was replaced by another one.